Event description:
It was reported that a customer received three malfunction alarms within two weeks. There was no information on the customer's blood glucose level. No additional information was provided.